Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our british affiliate, during a percutaneous pulmonary valve implant with a 23mm sapien xt valve, a multitrack sheath was inserted through the 16f esheath. The valve was deployed in the correct position with no paravalvular leak (pvl). The delivery system was pulled back and wire positioning with 0.035 guide wire was maintained in the lower left pulmonary artery. When pulling back the multitrack catheter into the esheath, the seam of the esheath had ¿torn¿ away from the sheath. The torn seam fragment was pulled into the esheath and into the hemostatic valve. The esheath and seam were removed out of the patient¿s anatomy. There was no harm to the patient and patient is doing well.

Manufacturer narrative:
The 16f esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the sheath liner was torn along the entire length of the expandable sheath shaft, slight sheath distal tip damage, and possible liner material missing at rough edge along tear. Functional testing was not performed due to the condition of the returned sheath (liner torn). Dimensional testing was performed on the liner thickness along the length of the tear and was found to be within specifications. Due to the nature of the tear, measurements at some locations were unable to be taken as the liner torn at the hdpe interface. During the manufacturing process, the esheath is 100% visually inspected and tested several times.  The sheath shaft components and esheath final assemblies are inspected, among other things, for the following: wrinkles, kinks, bends or mechanical damage, protruding or missing material, dents, cuts, and crossing linking of hdpe (blue) across liner (clear). Under a minimum of 2.85x magnification, the stress lines on the seam are visually inspected and verify that there is no hdpe string flash in the i.d. Of the tip bond. The tip interface between tubes are visually inspected under a 10x microscope and do not accept tubes with interface showing incomplete fusing, over-stretched material, excessive material, bumps, serrated transition, holes or rough surface. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for damage (including liner tears), pre- and post-expansion. The samples went through an expander insertion test where peak push force was measured while an expander (simulating a delivery system and valve) was pushed through the expandable sheath. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿sheath shaft ¿ liner torn¿ and ¿sheath shaft ¿ liner strand¿ were confirmed based on visual inspection of the returned device, but no manufacturing non-conformities were identified. A review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to the complaints. Review of the IFU and training manual revealed no deficiencies. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. In addition, per report, ¿multitrack sheath¿, which was inserted through the esheath. The interaction characteristics between the esheath and ¿multitrack sheath¿ are not known and it is possible that insertion of this device through the esheath contributed to the tear. It is further possible that due to the liner being torn, the edge of the liner was exposed and caught on the non-edwards device (¿multitrack sheath¿) which was being withdrawn. This may have caused the liner material to tear and be pulled back into the sheath housing as described in the reported event. The complaints were confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient/procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the trend category. No labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.